Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reports patient experienced overcorrection and induced astigmatism, post lasik surgery. Physician noted on one week post op visit: superficial punctate keratitis. Right eye of this patient is reported under manufacturer report # 3003288808-2011-00039.